Event description:
It was reported that the patient high blood glucose levels and was treated with pump therapy on (b)(6) 2026.

Manufacturer narrative:
E1:Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325 ¿ 1219.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.